Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and red particles on the shell and gel. A microscopic analysis was performed which identified: two sharps broken with non-penetrating nick near of the broken site, this condition was called surgical impact, a sharp opening on the posterior, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as surgical impact and a sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture, stiffness and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified red particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, stiffness and pain. Device has been explanted.